Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced difficulty using the ilet touchscreen to perform meal announcements and, as a workaround, used the fill tubing function to deliver insulin and at times administered manual insulin injections while still connected to the pump; the patient reported hyperglycemia up to 301 mg/dl after a meal with values trending down, and no alarms or alerts were noted. Symptoms included no acute clinical effects and the patient reported feeling good. Outcomes included no medical intervention, no hospitalization, no ketone testing, and no use of backup therapy. Investigation included troubleshooting and education by support personnel with referral for additional training. Investigation of this case revealed user technique and use error related to improper dosing behaviors while connected to the pump, with no device alarm or component malfunction identified and a replacement pump already in use. It was concluded, based on previously established findings for similar reports, that the cause was user technique and insufficient training, with additional education indicated.